Event description:
The patient stated that for the past 30 days, she has been experiencing erratic blood glucose. She stated that she woke up with a blood glucose reading of 700 mg/dl in 2007. She stated, she bolused and that afternoon her blood glucose dropped to 32 mg/dl. She stated that the fluctuations cause her to feel nauseous. She stated she is going through insulin at a much higher rate than normal. She stated, she would like to speak with her physician before replacing her current infusion device. Upon follow up the patient's husband stated that the patient is doing "pretty good" and does not see any further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.